Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1 mm vicmo 12.1 implantable collamer lens - 16.00 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Additional data: device evaluation - the lens was returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens to have no visible damage to lens. Conclusion: the anterior endothelium chamber depth (acd) is below 3.0mm per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. Corrected data: (B)(4). Claim # (B)(4).